Event description:
Info received indicates the left foot casters will lock into brake, but continues to swivel.

Manufacturer narrative:
The technician found the teeth on the caster were worn. He replaced the caster to repair the stretcher.